Manufacturer narrative:
After discussion with the user facility, the representative reported that the event was due to user error and has not been repeated. The owner's manual includes instructions on ensuring that the carriage locking levers are locked.

Event description:
It was reported that following the completion of a 180-degree rotation and during the decompression phase, the rachet mechanism of on tower interface did not hold or engage/lock as designed causing the imaging top assembly to shift/side downwards back on to patient. No injury was reported.

Event description:
It was reported that following the completion of a 180-degree rotation and during the decompression phase, the rachet mechanism of on tower interface did not hold or engage/lock as designed causing the imaging top assembly to shift/side downwards back on to patient. No injury was reported.